Event description:
The customer reported having high blood glucose. Troubleshooting was performed. The last blood glucose reading was 229mg/dl. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. Performed a high pressure test twice and the test failed. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.